Manufacturer narrative:
In a research article, "the dual masquerade of the headache culprit: unravelling the collaborative crime of patent foramen ovale and multiple pulmonary arteriovenous malformations," residual shunt and off-label use was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported residual shunt could not be conclusively determined. The reported off-label use is related to the occluder being used to treat dominant right lung fistula. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: the dual masquerade of the headache culprit: unravelling the collaborative crime of patent foramen ovale and multiple pulmonary arteriovenous malformations. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "the dual masquerade of the headache culprit: unravelling the collaborative crime of patent foramen ovale and multiple pulmonary arteriovenous malformations", was reviewed. This article presented a case study of a 35-year-old female patient with a history of recurrent headaches, right to left shunt, and multiple pulmonary arteriovenous fistulas. An amplatzer duct occluder ii was selected for implant on an unknown date to treat a dominant right lung fistula. A cook coil was used to treat a contralateral lesion. Following those procedures, a patent foramen ovale (pfo) was performed. Postoperative imaging confimred optimal device placement, complete resolution of major shunts, and no residual interatrial communication. Transesophageal right heart contrast echocardiography still revealed the presence of shunt bubbles in the pulmonary veins. No intervention was performed. [The primary and corresponding author was xiaojing ma, adepartment of ultrasound, wuhan clinical medical research center of cardiovascular imaging, wuhan asia heart hospital affiliated to wuhan university of science and technology, wuhan, china, with corresponding e-mail: maxiaojing202102@163.com.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "the dual masquerade of the headache culprit: unravelling the collaborative crime of patent foramen ovale and multiple pulmonary arteriovenous malformations", was reviewed. This article presented a case study of a 35-year-old female patient with a history of recurrent headaches, right to left shunt, and multiple pulmonary arteriovenous fistulas. An amplatzer duct occluder ii was selected for implant on an unknown date to treat a dominant right lung fistula. A cook coil was used to treat a contralateral lesion. Following those procedures, a patent foramen ovale (pfo) was performed. Postoperative imaging confimred optimal device placement, complete resolution of major shunts, and no residual interatrial communication. Transesophageal right heart contrast echocardiography still revealed the presence of shunt bubbles in the pulmonary veins. No intervention was performed. [The primary and corresponding author was xiaojing ma, adepartment of ultrasound, wuhan clinical medical research center of cardiovascular imaging, wuhan asia heart hospital affiliated to wuhan university of science and technology, wuhan, china, with corresponding e-mail: maxiaojing202102@163.com.]